Manufacturer narrative:
(B)(4).

Event description:
Information received from a consumer patient with an implanted pump. Indication for use was noted as non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient was calling from the emergency room (ER) and was having a lot of issues with their pump. The patient reported there was swelling by the site and "other issues." (There were no root cause, troubleshooting or interventions reported. No concomitant drugs and past medical history reported. In addition, the patient outcome and drug in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.